Manufacturer narrative:
The referenced percutaneous lead replacement in 09/2013 was reported under medwatch MFR. Report # 2916596-2013-01365. Approximate age of device ¿ 5 years, 2 months. Approximately 19 inches of the replaced external portion of the percutaneous lead (lead) was returned for evaluation. The site of the previous lead replacement performed on (B)(6) 2013 was present. Electrical continuity testing of the lead segment in its returned condition did not reveal any discontinuities or shorts. Rescue tape present on the proximal side of the replacement site was removed, revealing that the gray shrink tubing was completely separated. Further evaluation revealed that the black shrink tubing was also separated in this location, exposing the underlying wires. The conductors of the black wire were exposed adjacent to the proximal edge of the repair crimp and had been covered by kapton tape. All wires remained intact, even with manipulation of the lead in the area of the crimps. The proximal end of the underlying copper tube was chipped in several places. The distal end of the replacement site appeared unremarkable with no evidence of damage to any of the layers. Breakdown of the metal braided shield was observed on both sides of the replacement site, which appeared consistent with the duration of use. A specific cause for the exposed conductors of the black wire and a duration of time for which they were exposed could not be determined. No other anomalies were observed with the wires underneath the outer layers of the replacement site; the exposed wires in the area of the torn shrink tubing and copper tube revealed no evidence of damage. No additional information is available.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that a compromise was observed in the area of a previous distal percutaneous lead (driveline) replacement that was performed in (B)(6) 2013. The gray shrink tubing that covered the repair site was reported to be torn in half. There were no reported issues with device function related to the compromised tubing. On (B)(6) 2016 a new distal end percutaneous lead replacement was performed and the patient was discharged home. There was no adverse impact to the patient. During investigation of the replaced portion of the driveline, some exposed conductors were found.